Event description:
It was reported that on (B)(6) 2026 the patient had difficultly removing the electrode - patch - universal 2 channel (ce). Following the removal of the patch the patient noticed their skin was red, swollen and bleeding. The patient had only worn the patch for 5 days. The patient was prescribed tropical medication. Since using the medication the symptoms have improved. The patient did prep their skin by wiping the area by using an alcohol pad and let the skin dry prior to placing the patch. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced redness, swelling and bleeding after 5 days wearing the electrode - patch - universal 2 channel (ce). The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: intrinsic factors: age extremes (elderly 65 and older), known medical/dermatologic conditions and preventable factors: improper application technique. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.